Event description:
Additional information received reports the patient just had his ins (stimulator) replaced for battery depletion.

Event description:
It was reported the patient states he was having trouble with his patient programmer. The patient reports seeing the ins (stimulator) battery low icon. The patient reports a low battery. The patient reports this issue began last week. The patient reports seeing two battery icons. The one on the right was full and the one on the left was almost empty. The patient states he has tried changing the programmer batteries and he still sees the icon with the low battery. The patient verified the icon with the low battery shows a picture of an circle behind it. It was reviewed with the patient his ins battery may be low. The patient states he has only had the implant for two years, and he was told it would last 5 years. The patient states he was on program 3 at 5.8 volts.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va01ha3, implanted: (B)(6) 2012, product type: lead; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
Additional information received reported the patient received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. It was noted that the patient appointment was scheduled for (B)(6) 2014. The patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was noted that the patient appointment was scheduled for (B)(6) 2014. It was unclear if the patient concerns were resolved.

Manufacturer narrative:
(B)(4).